Event description:
The doctor of a male patient contacted lifecor customer support to report that the patient has a "dead battery". Support contacted the patient and talked to the patient's son. The son stated that the patient's device has not been working for "three or four days." The patient's son stated that he did not have lifecor's number and called the doctors office. The son stated that the patient only had one battery pack. Support had patient's son locate black lifecor tote. Inside the tote was the patient's second battery pack and battery charger. Support had the son plug in the battery charger. The son placed the battery pack on the charger and it showed there was a problem with the battery pack. The second battery pack was placed into the device and the device powered on. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells if not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. There defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.